Event description:
It was reported that during implantation, once the lead was implanted, the suture sleeve slid over the lead and could not be retrieved by the physician. An x-ray verified the suture sleeve was inside the vein. The suture sleeve was abandoned in the patient inside the vein, and a new suture sleeve was used to fix the lead. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that during implantation, once the lead was implanted, the suture sleeve slid over the lead and could not be retrieved by the physician. An x-ray verified the suture sleeve was inside the vein. The suture sleeve was abandoned in the patient inside the vein, and a new suture sleeve was used to fix the lead. The lead remains implanted. No adverse patient effects were reported.